Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no defects or damage. Unit doesn't power on using ac or dc power. Internal inspection found the fuse f1 on the connectivity board circuit board had open circuited, preventing the unit from powering on. The battery had 0v. After temporarily shorting the open fuse f1 on the device, the battery was able to be charged. The unit then powered on and was functioning as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the rad-97 turned off during use and would not turn back on. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the rad-97 turned off during use and would not turn back on. No consequences or impact to patient were reported.